Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that prior to an unknown procedure, there was an out of package failure. The inner part of the package was damaged and not sterile. No further information. No patient outcome.

Manufacturer narrative:
(B)(4). Batch # p93y9z. Investigation summary: the analysis results found that a harhd36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; besides that it was observed that the packaging was hit on a hard surface causing a sterility breach. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Performed by hugo serrano. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.